Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the tech closed the device and handed it to the surgeon to place down the trocar and once it was in the trocar it would not open. The device was not on tissue at the time and was removed and replaced with another like device to continue the procedure. The device was not used on the patient. The device was not used for any part of the surgery due to they left it locked and continued on with the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device wouldn't open and therefore couldn't fire. It is unknown how the case was completed. There were no patient consequences reported.